Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner would not allow user access without a witness. Customer reported a delay to patient care for a full stomach patient that required rapid sequence induction. Customer stated that the station was rebooted to resolve. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner would not allow user access without a witness. Customer reported a delay to patient care for a full stomach patient that required rapid sequence induction. Customer stated that the station was rebooted to resolve. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and found that the biometric scanner was stuck in an authentication loop. The device's log files showed the drawer had received a message from the application to open but no response was received therefore the system showed the drawer as failed. The technical support specialist confirmed that the reboot resolved all unexpected behavior. Device confirmed to be operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5.d9, g2, g3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-may-2021 to 12-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device¿s log files and found that the biometric scanner was stuck in an authentication loop. The device's log files showed the drawer had received a message from the application to open but no response was received therefore the system showed the drawer as failed. The station was rebooted to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the bd pyxis anesthesia es system would not allow sign on without a witness. Once that was done, the drawers wouldn't open because they needed to be recovered. The user rebooted the station, and this resulted in none of the drawers showing failed. The user was able to login with no issues with the bio ID and did not need a witness. All the drawers opened with no issues. This required assistance from several people and delayed a full stomach patient with over 3l in his belly. The patient needed a rapid sequence induction in or6. No patient harm or adverse event was reported. By the customer.